Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following rotablation, a 2.50mm x 15mm emerge balloon catheter was advanced or dilatation. However, during the first inflation at 4 atmospheres, the pressure no longer increased. The device was completely removed from the patient and it was noted that the balloon ruptured. The procedure was completed with a 2mm x 10mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.